Manufacturer narrative:
This report is being submitted as part of a system level review. We have contacted the initial rptr and rec'd medical records. The post market clinical staff is in the process of reviewing medical records provided. A supplemental report will be submitted upon completion of the investigation of medical record review and the plant's investigation. This complaint is related to the following MDR's: 1225714-2013-02902, 3005162618-2013-00029, 1713747-2013-00456, 8030665-2013-00620, 2937457-2013-00209.

Event description:
(B)(4).